Manufacturer narrative:
Complaint confirmed. Smoking due to resistance reading between the tabs of q13 and q15. Reads .1 ohm. Resistance observed to range from 2 ohms to 400-500 ohms by exerting slight pressure on the overlapping q13 and q15 components.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 02/09/2024, it was reported by a sales representative via (B)(6) that an abs-10060r angel system started to smoke when plugged in, unit was used with a replacement power cord. No case involvement.